Manufacturer narrative:
No pt present during time of event. The computer was replaced in the system and this resolved the communication error message. After the computer replacement was completed, the system would not shut down properly, so the uninterruptible power supply was replaced as well. Replacing both the ups and the computer resolved the issue.

Event description:
A medtronic rep reported that when the site boots up the system, they received an error that reads "communication failure: the application has detected a communication failure and needs to logout to re-establish the connection." He would click ok and this would bring him to a black screen with text that read "gemos-v009 login:" he then re-booted the system and the error would reoccur. The error would occur when booting-up the system and would also occur when within an application. The rep reported that the system was not connected to the network or a microscope. Also, he reported that when the site would try to boot-down the system, it would not boot down properly and would not turn off. This occurred with no pt present.